Event description:
Per the clinic, the patient underwent an initial surgery on (B)(6) 2014, which had to be aborted due to a missing guide drill in the provided tool box.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not 603590100, as previously reported. Correction: the correct lot number is coh504886; not coh5048, as previously reported. This report is filed june 26, 2015.

Manufacturer narrative:
(B)(4).